Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer was advised to insert an (B)(4) aaa alkaline battery. Customer stated that the display did not return to normal. Customer stated that the pump was neither bumped nor dropped. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that the pump still has a rising man on the screen. No further assistance needed.